Event description:
The pt was undergoing a stent assisted coil embolization of an unruptured middle cerebral artery aneurysm. As the physician was attempting to deploy the stent at the aneurysm neck the delivery system moved backwards resulting in the suboptimal placement of the stent. The physician placed a second stent, without issue, to provide sufficient coverage at the aneurysm neck. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Additional info was received from the user facility. The anatomy was not tortuous and the device was used in accordance with the directions for use. The physician stated that no resistance was encountered prior to the issue reported.